Manufacturer narrative:
The technician replaced both hex rods and screws to repair the bed.

Event description:
Information received indicates the brake and steer are not engaging due to broken screws in the hex rod at both ends of the stretcher.